Manufacturer narrative:
Nova biomedical awaits the return of the device for eval. Should any significant findings be a result of that investigation, a follow-up report will be filed.

Event description:
It was repored to nova biomedical that a consumer alleged receiving high readings on his blood glucose meter and administering inaccurate insulin necessitating a visit to an emergency room for intervention. No blood glucose values were reported for comparison. The meter will be returned for eval.